Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Any medical treatment provided, were prescription steroids administered, antibiotics? If yes, please provide medicine name, strength and dose did the suture break post-operatively? Was any surgical intervention performed specially re-suturing? Explain. Was the re-operation necessary to remove the suture? Was the wound healed after suture removal? Please provide the lot number for the involved device. Please provide the procedure date. Size and location of dehiscence? What post-op date after surgery did the dehiscence occur? Did the dehiscence and suture breakage occur in multiple procedures? If yes, please provide pc number for each of the procedures. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name, irgacare®. Active ingredient(s), triclosan. Dosage form, suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent a laparotomy procedure in 2021 and suture was used. Postoperatively, the patient developed full thickness dehiscence. Upon examination it appeared that the suture had snapped. Additional information has been requested.